Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
The father reported that the patient's blood glucose was running in the 300's (mg/dl) while wearing the pod on his hip/buttocks for between 4 and 24 hours. He stated that the cannula appeared bent when the pod was removed. Treatment included replacing the pod and giving a bolus. The father mentioned that the patient is always having setting changes.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.